Manufacturer narrative:
Product analysis results are: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the 3d recon report provided. The pre-implant films, films during the index procedure, earlier post-implant films, and additional films that showed the proximal type I endoleak were not provided. The cuff did not appear to be apposed to the aortic neck. Contrast was seen outside of the stent graft and was feeding the aneurysm sac, from a possible proximal type I endoleak. It is possible that evolution or dilation of the aortic neck due to disease progression may have contributed.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. The angle between the proximal abdominal aortic aneurysm neck and the main axis of the abdominal aortic aneurysm measured 15 degrees. Proceeding distally, the proximal aortic neck measured from 27 mm to 33 mm in diameter and measured 20 mm in length. The neck shaped was tapered. The degree of circumferential thrombus and/or calcification measured 10 percent. It was reported that, approximately three years and two months post index procedure, a CT revealed that there was a proximal type I endoleak and that the aneurysm measured 78.5 mm in diameter. The physician elected not to perform an intervention. The investigator assessment states that the event is most likely due to evolution of the neck, evolution of the disease. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.